Event description:
A dme reported a pt using a resmed CPAP mask developed an infection (B)(6) that required hospitalization.

Manufacturer narrative:
On (B)(4) 2009, the mask system was received at resmed corp located in (B)(4). A preliminary inspection was performed with no defects observed. The mask system was sent to the design facility located in (B)(4) for further evaluation. Based on the clinical opinion provided by resmed's medical director, the probable cause is that the pt developed an ulceration due to pressure applied on the skin from the CPAP mask. The ulceration then became secondarily infected with (B)(6) that required hospitalization and antibiotics.